Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6. Correction: b4, g4, g7, h10. Event description: it was reported that during the screw removal on (B)(6) 2020, the fins of the screw broke off. Review of received data: due diligence: further due diligence to support the conclusion was completed and documented. Product evaluation: no product was returned as it remains implanted; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Raw material certificate: the raw material certificate was reviewed with no anomalies noted. Conclusion: it was reported that during the screw removal on (B)(6) 2020, the fins of the screw broke off. Neither x-rays, operative notes, office visit notes, nor device or photos of the device were received; therefore the condition of the component is unknown. Patient factors that may have affected the component such as bone quality or relevant medical history are unknown. Based on the investigation the reported event cannot be confirmed. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
D11: medical products: cephalomedullary lag screw inserter long, catalog#: 00249000350; lot#: unknown. Cephalomedullary lag screw retainer shaft long, catalog #: 00249000351; lot#: unknown. Therapy date: unknown. Additional information was received on dec 03, 2020. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
During screw removal, the wings of the cancellous bone screws broke immediately during the ablation attempt. Trial ablation with universal bone scissors led to failure of the screw. Hence, the screws could not be removed and remain implanted in the patient. There was a surgical delay of around 1 hour 15 minutes.

Manufacturer narrative:
The manufacturer received the other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During screw removal the fins of the cephalic screw broke off.